Event description:
It was reported that a patient underwent wisdom tooth extractions on (B)(6) 2023 and suture was used. During the process of suturing and tying a knot for the patient, the suture broke, affecting the surgical process. The suture was cut and sewn again. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.